Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker battery was depleting prematurely. Boston scientific technical services reviewed the device data and determined that the patient had atrial fibrillation, and required high rate atrial sensing. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. Programming options were provided to decrease the amount power consumption. This device remains in service. No adverse patient effects were reported.